Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the breast, which is off-label usage of the device, on (B)(6) 2024. The patient experienced blurry vision and lost consciousness due to inaccurate cgm readings. The cgm reading was 72 mg/dl and alarmed for hypoglycemia. The patient is a store manager of a pet store, their dog woke her up by licking her face. Her friend took her to hospital, there they took a bg reading which was 32 mg/dl. The patient was treated with iohexol (iodinated contrast agent) and there was no treatment documented for hypoglycemia). The patient was discharged the same day. At the time of the report the patient was getting better. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.